Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2022-00074, 3007963827-2022-00082. Concomitant medical product: stemmed nonaugmentable tibial component option cr/ps/lps size 3 item# 00598603701, lot# 63866060. Femoral component option for cemented use only size d item# 00599601401, lot# 63848344. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years post implantation due to pain and to insert a patella that was not inserted during primary. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Review of the provided picture of the explanted articular surface found no signs of damage. Further photographs were not provided, and the devices were not returned for further evaluation. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.